Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation, the monitor was not detecting an ECG signal. The cause for the failure and the reported messages was isolated to a defective u612 component on the computer/analog board. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the a patient was receiving "adjust belt" messages.